Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated device longevity was 70.9% of expected.

Event description:
It was reported that the elective replacement indicator triggered for the device. The device was removed and replaced. Subsequently, the device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.